Event description:
It was reported that there was foreign material present in device packaging/sterile pouch of one onyx frontier coronary drug eluting stent. There was no damage noted to the packaging of the device. The packaging seal was intact prior to opening and removing the device. There were issues noted when removing the device from the hoop/tray where human hair was identified on the placard of the hoop/tray. The device was inspected with no issues. The stent was used and remains in the patient. The foreign material was not discovered prior to use and observed following the procedure/implantation of the onyx frontier stent. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.